Manufacturer narrative:
The reported 4.5mm healicoil sa pk intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the device broke inside the patient when it was inserted into the bone, all the pieces were removed with tweezers. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. All but four of the proximal threads of the anchor have broken off and were not returned. The area of the breakage is heavily burnished indicative of contact with the cortical layer of bone. The inserter tines are bent. The condition of the device indicates it was subjected to excessive force and off axis insertion.

Event description:
It was reported that during the surgery the device broke when it was inserted into the bone. A backup device was used to complete the surgery.